Manufacturer narrative:
Almandoz, j. E., kayan, y., tenreiro, a., wallace, a. N., scholz, j. M., fease, j. L., . . . Tenreiro-picón, o. (2017). Clinical and angiographic outcomes in patients with intracranial aneurysms treated with the pipeline embolization device: intra-procedural technical difficulties, major morbidity, and neurological mortality decrease significantly with increased operator experience in device deployment and patient management. Neuroradiology, 59(12), 1291-1299. Doi.org/10.1007/s00234-017-1930-z the pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00220, 2029214-2018-00221, 2029214-2018-00222, and 2029214-2018-00224. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient retreatment after pipeline implantation. The purpose of this article was to determine whether outcomes after pipeline (ped) treatment improve with operator experience. The authors retrospectively reviewed 140 patients who underwent 150 ped procedures to treat 167 intracranial aneurysms. Of the patients, 109 were women and 31 were men; the mean age was 55.4 years. The article states that one patient underwent retreatment in which the parent artery was sacrificed. The patient had initially undergone placement of two overlapping peds (3.5 x 20 mm, 3.75 x 20 mm) in the treatment of a symptomatic, 20 mm left vertebral artery aneurysm. The patient's symptomatology initially improved. However, two months after treatment, symptoms recurred. Six months after treatment, MRI showed enlargement of the aneurysm. Ten months after treatment, the patient underwent parent artery sacrifice.